Manufacturer narrative:
Insulin pump received with missing retainer and missing reservoir tube o-ring. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump passed sleep current measurement and active current measurement. However, pump trace download analysis confirmed the pump alarmed power error detected alarm due to connector resistance j6 /pcb 1 issue. Also, hardware low level failure alarm during self test and confirmed in the pump history due broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was no issue of power error detected at the time of the demand. The customer¿s blood glucose value was unknown at the time of the incident. The device will be returned for analysis.